Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc serial# (B)(4) product type catheter patient code (B)(4) applies to the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via business partners on 2017-jul-27 reported an x-ray was performed to determine pump position after refill was unsuccessful. The pump was found to be flipped in (B)(6)2017. It was note that the type of magnetic resonance imaging (MRI) done to rule out the stroke was a nuclear MRI. On an unspecified date in (B)(6)2017 (reported as after the refill), after starting the product,the patient¿s blood pressure ¿was spiking crazy high.¿ on (B)(6)2017 and (B)(6)2017 additional information was received from a healthcare professional. The patient's race was identified and the patient's age at the time of the events was reported. Additional medical history included chronic pain following a spinal cord injury at t3 (thoracic). The patient initially started treatment with intrathecal baclofen (concentration and dose not specified) in 2010. The previously reported hospitalization, for a flipped pump and hypertension, was from (B)(6)2017 to (B)(6)2017. As of (B)(6)2017, it was confirmed that the increased spasms had recovered, and the patient's high blood pressure was improved. Medical history included paraplegic (paraplegia), "para prone to autonomic dysreflexia," intractable spasticity, chronic pain, implantation of a synchromed ii pump and an indura catheter (model no. 8637-40, 8709sc, on (B)(6)2010); implantations of a distal revision kit, intrathecal catheter, indura catheter (model no. 8598a, 8731sc, 8709sc, on (B)(6)2012); implantation of a synchromed ii pump (model no. 8637-40, on (B)(6)2016); implantation of a synchromed ii pump (model no. 8637-20, on (B)(6)2017),implementation of an ascenda catheter and synchromed pump dacron pouch (model #s 8780, 8590-1 on (B)(6)2017), implantation of a reveal linq cardiac monitor (model no. Lnq11, on (B)(6)2017); implantation of a synchromed ii pump (model no. 8637-20); and use of a mycarelink smart monitor (model no. 24950). Concomitant products were not reported. On an unknown date (reported as old), the patient started treatment with baclofen 1000 ¿g/ml at 100 ¿g/day and morphine 1 mg/ml at 0.1 mg/day, both per continuous infusion, intrathecally via the synchromed ii pump, for an unknown indication. On an unknown date the patient was receiving compounded baclofen 1000ug/ml for a total dose of 100ug/day and morphine (morphine sulfate) 1mg/ml for a total dose of 0.1mg/day for intractable spasticity and chronic pain. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter; product ID: 8731sc, lot# n314718001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that leading up to the replacement, the pump was implanted in an awkward position on (B)(6) 2017. The pump was catching on the patient's ribs and ultimately flipped. It was stated the patient had to have their pump replaced due to the flipping, but it was previously reported the pump was only revised (moved more medially and flipped back to upright position). This resulted in another awkward pump placement. This issue was also described as surgery related to pump location/placement. The issue was not resolved, as the pump caught on the patient's ribs all the time and kept popping when the patient bent. The pump site had bruising over the top of it. It was stated the previous pump flip resulted in a kinked catheter. They stated they assumed that the catheter line probably kinked again.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and from a consumer via a manufacturer's representative regarding a patient who was receiving 1000 mcg/ml baclofen at 110 mcg/day, and 1 mg/ml morphine at 0.11 mg/day via an implantable infusion pump for autonomic dysreflexia. It was reported that the patient had a refill a few days prior where the hcp could not fill the pump. Another refill was attempted on (B)(6) 2017 and it was done under fluoro. A flipped pump was confirmed at this refill. The pump was filled and morphine was added. The flipped pump was unable to be flipped back manually it was reported that the patient had increased spasticity, and felt that they were no longer receiving the intended dose. The hcp planned to revise the pump but the patient was admitted to the hospital before this could happen due to an autonomic dysreflexia episode. An hcp questioned whether the patient went through withdrawals. A week after the refill the patient had experienced high blood pressure, new onset spasms, legs jumping all over the place. The patient requested an increase and a hcp increased it by 10% and then the patient was in the hospital next as previously mentioned. The patient underwent a magnetic resonance imaging session to determine if the patient had a stroke. It was determined the patient did not have a stroke. It was reported that after the patient's pump was implanted (date unknown) they fell off of an all terrain vehicle (atv). The patient transfers in and out of a wheelchair and may have caught the pump on the arm rest according to the patient's wife. The patient's pump revision surgery took place on (B)(6) 2017. The pump was moved more medially and flipped back to upright position. During the revision the pump connector was found to be loose. The pump connector was replaced with an 8784 catheter/connector. The catheter was successfully aspirated from the catheter access port. The hcp used a "tyrx" envelope behind the pump and in the previous pocket to help prevent infection given the patient's history. It was stated the issue was resolved at the time of the report. The patient's status was noted to be, "alive-no injury." No further complications were anticipated/reported.